Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The provider stated a customer has a manual chair that broke. The rear wheel came off on the right side.